Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported at this implantable defibrillation lead exhibited a high out of range shock impedance measurements. Technical services (ts) discussed continued monitoring at this time. No adverse patient effects were reported.